Manufacturer narrative:
Results: the returned cat6 was ovalized at approximately 124.5cm from the hub and flattened from approximately 129.5cm to the distal tip (134.5cm). Conclusions: evaluation of the returned cat6 confirmed an ovalization and damaged distal tip. The distal 5cm of the cat6 was completely flattened. This type of damage typically occurs if the cat6 is forcefully advance through a cross-cut valve without properly using the introducer sheath. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system cat6 aspiration catheter (cat6). During the procedure, the physician completed two passes using the cat6 with a non-penumbra sheath, then removed the cat6 to flush it. However, after removal, it was noticed that the distal tip of the cat6 was kinked. The physician then attempted to advance the same cat6 for a third pass; however, the distal tip of the cat6 was ¿floppy¿ and, therefore, the cat6 was removed. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.